Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the deployment, the ultra delivery system balloon ruptured. During a transfemoral tavr procedure, a 23mm sapien 3 ultra valve was deployed in the aortic position. Balloon aortic valvuloplasty was not performed prior to the valve deployment. No resistance was felt during insertion and advancement of the delivery system. At the moment the delivery system balloon was fully expanded with nominal volume, the balloon burst radially. The valve was successfully implanted. The delivery system was not able to be retrieved through axela sheath. The delivery system got stuck at the radiopaque marker level. During the retrieval maneuvers, the distal part of the delivery system separated and remained in the patient. The separated parts were retrieved with vascular surgery. At the time of the report, the patient was doing well. The native annular valve area measured 375mm2. Information regarding the degree of valvular calcification was not provided. The delivery system is expected to be returned for evaluation. Photos of the separated balloon parts retrieved from the patient were provided for review. The sheath and proximal portion of the delivery system were discarded. The valve remains implanted in the patient.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text.per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system was returned to edwards lifesciences for evaluation. Only the distal tip and balloon were returned. Visual inspection revealed a balloon tear around the distal shoulder. Review of photographs of the balloon taken after the procedure showed a piece of the balloon was separated from the tip and the rest of the balloon. The burst appears to be longitudinal and radial in the middle of the working length. Due to the condition of the returned device and the nature of the complaint, functional testing could not be performed. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for delivery system ¿ withdrawal difficulty ¿ through sheath and distal nose tip ¿ separated. One similar complaint was found for balloon ¿ burst. Complaint history review from (B)(6) 2018 through (B)(6) 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for the related complaints. The review of similar complaints did go over the control limit and a product risk assessment (pra) was already initiated and updated. The trend will continue to be monitored against pra triggers. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. In addition, based on a review of the DHR and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Available information suggests patient factors (valvular calcification) may have contributed to the balloon burst during valve deployment. The balloon burst may have resulted in an increase in the balloon profile that could have hindered the delivery system from re-entering the sheath. In addition, vessel tortuosity could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. It is possible that the distal shoulder and/or balloon caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath. Excessive device manipulation during retrieval could have then resulted in the separation of the distal tip. Although a definite root cause could not be determined, patient factors (valvular calcification, vessel calcification, vessel tortuosity), in addition to procedural factors (manipulation of the devices, excessive force upon withdrawal difficulty) may have contributed to the reported event. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A pra and CAPA were previously initiated to address ultra balloon burst and retrieval issues and a training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. The CAPA will be used to capture the effectiveness of the training bulletin. However, it should be noted that this complaint occurred in (B)(6) 2019, prior to the release of the training bulletin.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.